Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter indicated that pump shut off on two occasions during the week and showed a verify screen on another occasion. The reporter indicated that the pump was powering off and then powering right back on. The reporter confirmed that the pump battery cap was secure with no yellow o-ring showing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: unexplained power events were observed in the pump black box on 07/31/2015. There was no damage observed to the battery compartment or the returned battery cap. The returned cap tightened securely to the pump with no yellow o-ring showing. The pump was exercised for 24 hours without power issues. The battery cap was examined and confirmed that the contacts were within specifications. The pump was opened and there was no evidence of moisture damage or issues with the power circuit. The complaint was observed in the pump history but was unable to be duplicated during testing. Unrelated to the complaint, the display screen was found to be discolored with a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.